Event description:
One hcp (healthcare professional) felt that the patient¿s catheter was too high in her back; the other hcp did not. The device system was delivering fentanyl, bupivacaine, baclofen, and morphine. The patient symptoms, treatment/interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) conclusion code no longer applies.

Event description:
Additional information was received. It was reported that the patient had not received therapeutic relief since the current pump was implanted. The hcp kept trying to adjust the pump and was at a high dose, but the patient was still not getting relief. It was stated that the patient had been going downhill with everything. She was in so much pain that she had to force herself to get up and walk or move; eventually, she would have to lie down and would pass out from the pain. It was also indicated that the patient had had ¿such weight gain¿ over the prior year. At the time of report, the implanted device system was being used to deliver fentanyl, hydromorphone, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had been having problems with the anchor and it's really starting to hurt really bad. It hurt when the patient blows their nose. A health care professional (hcp) was not happy with placement. It was noted that it had been a couple months if not longer, the patient was on her power chair in the bathtub and fell off. The bottom half of the pump was nice and flush, but the upper half is swollen and puffed up and the patient could not feel the pump. The patient had noticed this "for some time" and the pump has been nothing but trouble. The patient was getting to the point she can't walk anymore. The patient could not bend over to clip her toe nails and could not lie on her side because it felt like something was poking her. The patient could not lie on her back because there's a big knot where the anchor is, and she only feels the bolus on the left side. The patient had noticed this for the last six to seven months. For about the prior month, the patient would see 0h0m and then 0617 on the personal therapy manager (ptm). It occurred "every once in a while" and it started to do it more often. The patient did not use an antenna with the ptm. The patient indicated the pump medication was to be changed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported change in therapy effect. The patient reported neck and back pain. The back pain started a couple of months ago and the neck pain for the past 5 months. The patient stated the back pain was ongoing but had been going on for a couple of months. The patient was still having so much back pain and was getting nowhere with the pain management group. They first wanted to do CT on back with dye injected in spine to see what was going on with the spine. The patient can's stand, can's sit, intolerable pain. Now they were telling the patient they won't do that and found an hcp who would put dye in pump and goes down back to look at spine. The patient stated that it's not just the spine it's their whole back. The patient also reported "not sure if test is related to pump. The dr's are saying no". The pain management hcp's were getting upset with the patient and the patient needed more options for pain management hcp's. The patient couldn't see one hcp unless they were getting an injection and the place currently had so many patients and didn't have time to see the patient. The patient stated they had been a patient since 2005. The patient also stated "it's all in her mind" and "trying to increase in flow rate", they said no. The patient just had decrease to see if there was room to "play with it" about 2 weeks ago. The patient went to the ER (emergency room) 2 weeks ago because of their back hurting so bad. The patient was given IV with dilaudid. The ER instructed the patient to follow-up with their hcp. The patient saw their hcp on (B)(6). The hcp said the anchor was in the wrong spot when the patient first saw the hcp, per the patient this was "months ago". The patient stated "nothing was helping this back and can find no relief" "no relief from pump". At first worked, the pump worked for about 3-4 months and then would go and get different medications and changed them". The patient tried to get flow rate higher to feel more relief and the hcp won't touch it at all. The patient also stated that "their immune system was getting used to meds", "they are getting too high with". The patient stated that the degenerative disease started a long time ago, now just do CT scans, they see some mild bulging, the x-rays were taken a long time ago. The patient also stated they lay in bed. The patient was seeing the hcp (B)(6) 2014 and planned to talk to them.